Manufacturer narrative:
A field service technician evaluated and repaired the device. Installed new transformer and cable.

Event description:
Customer alleges he was lifting in the lift chair when it stopped halfway up and lost power. Customer slid to floor but wasn't injured; 911 called to help customer from floor.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Customer alleges he was lifting in the lift chair when it stopped halfway up and lost power. Customer slid to floor but wasn't injured. 911 called to help customer from floor.